Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer was experiencing elevated blood glucose symptoms of sweating, thirsty, vomiting, acetone breathe, stomach ache, seizures and fatigue. The customer tested her blood glucose with her performa system and received a result of 129 mg/dl at 5:00pm. The customer then fainted and went into a coma, the father rushed the customer to the emergency room. Upon arrival at the hospital, the user received a blood glucose result of hi mg/dl at 6:00pm, the doctor advised the reading of hi mg/dl indicated a result of around 900 mg/dl. The customer was treated with an insulin infusion. At the time of the report the customer was still in a coma and admitted into the intensive care unit.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.